Event description:
Per the clinic, a steroid has been administered due to the patient experienced roaring noise after MRI. The implanted device remains.

Manufacturer narrative:
This report is submitted on may 21, 2024.